Event description:
Customer reported that the express 4 centrifuge was dead and the power harness plug burned.

Manufacturer narrative:
It was reported that the express 4 centrifuge was inoperable. Upon further investigation, there was evidence of charred materials at the power harness plug. No reports of injuries, smoke, burn smell, visible flames, or fire department being called.